Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® lithium heparin 75 usp units blood collection tubes contained foreign matter and exhibited erroneous results. No serious injury or medical intervention reported.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other . Device single use?: no. Device returned to manufacture: no. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The centrifugation conditions (as stated by the customer) were: 2680g for 5minutes. The IFU states for ref 367884 bd vacutainer® lithium heparin 4.0ml the proper centrifugation conditions are: 1300g for 10 min. Also the specimen handling may have contributed to the wpm present in photographs, and subsequent sample issues contributing to ckmb variability. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sample quality with the incident lot was not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that bd vacutainer® lithium heparinn 75 usp units blood collection tubes contained foreign matter and exhibited erroneous results. No serious injury or medical intervention reported.